Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to the procedure and upon interrogation, it was found out that the right ventricular (rv) lead was oversensing noise. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event for noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil, consistent with friction to can, was found at one location proximal to the suture sleeve tie impressions. The cause of the reported event was due to outer insulation abrasion that breached the outer insulation and exposed the outer coil at the abrasion zone.